Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was making a wired noise when she rewinds the device. Customer stated she can hear it when she puts the device up to her ear. Customer has to turn it off and turn it back on but the issue reoccurs every time the reservoir is changed out. Customer stated blood glucose is controlled but she doesn't feel safe with the device. Customer's blood glucose was 100 mg/dl. Self test was performed and device passed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.